Event description:
It was reported that the user experienced low glucose readings on a continuous glucose monitor shortly after a usual dinner, with the cgm displaying 53 mg/dl and trending downward while a concurrent fingerstick measured 60 mg/dl; the cgm had been calibrated but continued to provide incorrect low readings, and upon sensor removal there was significant blood at the insertion site, suggesting a faulty sensor. Symptoms included hypoglycemia. Outcomes included treatment with oral carbohydrates, monitoring of glucose for approximately 90 minutes, and replacement of the suspected faulty cgm sensor; the user was provided manufacturer support contact for sensor replacement. Investigation included assessment of glucose values by fingerstick versus cgm, review of device function through troubleshooting and education, and evaluation of potential sensor integrity issues. Investigation of this case revealed discordant cgm readings likely due to a compromised sensor site with blood contamination, consistent with a malfunctioning sensor early in use. It was concluded, based on previously established findings for similar reports, that the cause was unclear hypoglycemia associated with inaccurate cgm readings from a compromised sensor. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.